Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 2 pm. He obtained a glucose result of "148 mg/dl" on the subject meter, and "131 mg/dl" on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. He stated that he manages his diabetes with novolog insulin (pump therapy) and due to the alleged issue on (B)(6) 2011, between 2-2:15 pm; he bolused insulin based on the alleged high inaccurate result (could not remember the dose). The patient claimed "45 minutes" after the alleged issue started he felt "dizzy and had difficulty walking." In response to his symptoms, he reportedly self treated with glucose tablets. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter and an approved sample site. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up #1 ((B)(6) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 and the (B)(6) 2011 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.